Event description:
An unk size aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that 40 months post stent graft implant the CT demonstrated the aortic neck had dilated due to disease progression, the stent graft migrated, resulting in a type I endoleak. It was reported that during the initial implant there was a type I endoleak that the original implanting dr attempted to resolve with a placement of an aortic cuff, however the type I endoleak did not resolve. The pt's current dr elected to convert the pt to an open surgical repair to a conventional stent. Medtronic has received the explanted stent graft and the analysis is pending. No additional clinical sequelae were reported and the pt is fine.